Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) level ranged between 400-500 mg/dl. Reportedly, a supply change was performed to address the occlusion. Additionally, it was reported that the customer experienced a low bg; cause was not known. Customer declined to provide additional information/ troubleshoot for the low bg.